Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the lead was "turned off" after the lead fractured. The patient also reported that the lead "cracked" and that he got six big shocks. It was further reported that the patient received 6 shocks due to noise, and that there was oversensing, varying and high impedance, and a possible lead fracture. No further patient complications have been reported as a result of this event.